Manufacturer narrative:
Concomitant medical products: product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID 3093-28, lot# j0357354v, implanted: (B)(6) 2004, product type: lead. (B)(4).

Event description:
The patient was implanted for urinary dysfunction. The consumer reported that she had a urinary tract infection and kidney failure. She had been having utis since implant in 2004. The patient went to the (B)(6) clinic in 2014 secondary to kidney failure. They treated her kidneys and the patient was reportedly sick for days and does not remember much. It was noted that the patient also had the following medical issues: severe vision problems and cancer from her stomach. No interventions or outcomes were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.